Event description:
It was reported that the head end siderail is malfunctioning. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: damaged siderail. Device evaluated by the distributor.